Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss. It is unknown if there are plants to reimplant the patient with another device as of the date of this report, (B)(4) 2012.

Manufacturer narrative:
(B)(4). Device not available for analysis.

Manufacturer narrative:
Per the clinic, the device is not available for analysis.this report is filed (B)(4), 2012. Device not available for analysis.